Event description:
As reported by circulating nurse: "during a micro-suspension laryngoscopy, the patient got a burn on his nose from the light cable. We were using the laser during this case so there were wet towels around the patient's face and covering his nose. The light cable burned his nose through the wet towel. When noticed, the surgeon removed scope from its position and a reddened area and a small blister were noted. Ice and cool saline were applied immediately, and surgeon from plastic surgery was called to look at the injury. Scope cord, and light box were tagged for biomed and taken out of service. As per the surgeon's insrtuctions, bacitracin ointment was applied to the area. Biomed was notified. The storz light source was model xenon 300 20133120."an attempt was made to contact (B)(4), the distributor of the zeitels glottiscope. The telephone number is not in service ((B)(4)) and the contact page of the web site is a broken link ((B)(4)).findings: it was found that there were four causes contributing to the patient burn.(1) a 4.8 mm storz fiber was used to carry the light from a storz light source to a 2.5mm zeitels illumination cannula, which was inserted to a glottiscope. The metal connector where the flexible storz fiber meets the zeitels illumination cannula heated to 151 degrees fahrenheit (of) in a bench-top test with the light source intensity set to 100%. In a test where perfused tissue serves as a heat sink, the measured peak temperature would be less.due to the mismatch in fiber diameters, 73% of the light does not enter the zeitels fiber and serves only to heat the metal connector.a 2.5 mm storz fiber (not used in the procedure) used with the same 2.5mm zeitels illumination cannula heated to 104 of in a bench-top test with the light source intensity set to 100%.the 4.8 mm fiber reaches a peak temperature of 104 of with the light source intensity set to 40%.qualitatively, the 2.5 mm fiber at peak temperature can be held in the hand without discomfort, whereas the 4.8 mm fiber at peak temperature is too hot to hold for more than a few seconds.(2) the light source intensity was set to 100%. The light source was placed out of the line of site of the surgeon, so she was unaware of the setting. The higher the setting, the more heat is generated by the xenon bulb inside the light source.(3) the zeitels fiber used in the procedure had a 90 degree bend, which brought the metal connector into proximity with the skin of the patient's face. This bend was not placed by the surgeon and was not needed to perform the procedure. The bend was most likely placed by a previous user of the kit.(4) the fiber and connector were covered with a towel to protect the patient's eyes from the laser. The connector and skin were not observable during the procedure.======================manufacturer response for light source, storz xenon 300/20133120 (per site reporter).======================they gave us advice on how to avoid issue in the future.======================manufacturer response for storz fiber optic light cable, storz fiber optic light cable (per site reporter).======================helped us to understand root cause of the issue and how to avoid it in the future.